Manufacturer narrative:
The device was not returned for analysis.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient had a long palmaz genesis biliary 59 x 80 stent mounted on an opta pro stent delivery system (sds) was implanted during the index procedure. The patient returned one (1) week later complaining of significant drainage around the left biliary drainage catheter. The right percutaneous transhepatic cholangiogram demonstrates excellent flow through the biliary stent into the duodenum with rapid emptying of the biliary ducts. The left percutaneous transparent cholangiogram demonstrate separation of the left biliary stent with a gap of four (4) mm. There is evidence of soft tissue density narrowing the area of the gap, causing high-grade stenosis. The decision was made to treat the fractured stent with a new eight (8) mm. Stent across the area of separation and stenosis. The patient presented for the index procedure with history of cholangiocarcinoma and new soft tissue scarring or mass in central biliary ducts requiring internal external biliary drain catheters bilaterally. Patient has had numerous problems with the drainage catheters. Patient presents for biliary stenting. Bilateral 10 french sheaths were advanced over the wires and percutaneous transhepatic cholangiogram was performed to evaluate the biliary tree prior to stenting. Over the wire, 59 x 80 palmaz genesis stents were advanced and deployed using balloon dilatation for post stent positioning.

Manufacturer narrative:
The patient had a long palmaz genesis biliary 59 x 80 stent mounted on an opta pro stent delivery system (sds) implanted during the index procedure. The patient returned one (1) week later complaining of significant drainage around the left biliary drainage catheter. The right percutaneous trans-hepatic cholangiogram demonstrates excellent flow through the biliary stent into the duodenum with rapid emptying of the biliary ducts. The left percutaneous trans-hepatic cholangiogram demonstrates separation of the left biliary stent with a gap of four (4) mm. There is evidence of soft tissue density narrowing the area of the gap, causing high-grade stenosis. The decision was made to treat the fractured stent with a new eight (8) mm. Stent across the area of separation and stenosis. The patient presented for the index procedure with history of cholangiocarcinoma and new soft tissue scarring or mass in central biliary ducts requiring internal external biliary drain catheters bilaterally. Patient has had numerous problems with the drainage catheters. Patient presents for biliary stenting. Bilateral 10 french sheaths were advanced over the wires and percutaneous trans-hepatic cholangiogram was performed to evaluate the biliary tree prior to stenting. Over the wire, 59 x 80 palmaz genesis stents were advanced and deployed using balloon dilatation for post stent positioning.the product was not returned for analysis. A device history record (DHR) review of lot 17030426 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿stent fractured-separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. It is possible that a spontaneous stent fracture may occur; however the reporting of the soft tissue narrowing the area to create a high-grade stenosis may be indicative of the regrowth of the tumor causing stress to the stent or the stent may have been stressed if balloon post-dilatation has been used in the area of tumor impingement on the bile duct and stent in this area. According to the instructions for use ¿prior to stenting, the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system should be examined to verify functionality and integrity. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. B. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the stricture. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.